Event description:
Customer reported to beckman coulter, inc. (Bec) that after and flushing the reagent probe with 10% trace klean and performing weekly maintenance on the synchron cx 5 delta clinical system, the reagent probe wash line tubing separated from the luer fitting. Customer reported that the probe started to leak when they primed the instrument. Customer reported that about 20 ml of the dilute probe rinse plus solution has leaked. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the tubing. Customer performed calibration and ran quality control after the repair and the results met specification. To date, customer has not reported on any further leak.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).